Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon noticed tip of pins on x-ray. Type of case: pka.

Manufacturer narrative:
Reported event: surgeon noticed tip of pins on x-ray. Type of case: pka. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: unable to perform as the lot number was not provided. Complaint history review: unable to perform as the lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been one nc and 2 CAPA associated with the product and failure mode reported in this event. The nc and capas are nc 1470754 CAPA 1480798 CAPA 301. One CAPA has been completed (catsweb system is CAPA 301) while the second is still open (trackwise 1480798).

Event description:
Surgeon noticed tip of pins on x-ray. Type of case: pka.